Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 70-80% stenosed lesion being treated was located in the calcified, non-tortuous, eccentric long interventricularis anterior (iva). Access was gained through the right femoral. The physician attempted to direct stent with a 2.5x16mm taxus liberte drug eluting stent but was unable to cross the lesion, due partially off the balloon. The physician snared the stent and the producer was completed with a 2.50x20mm taxus liberte drug eluting stent. No pt complications were reported. Pt status reported as "satisfactory". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.